Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins). It was reported that when the patient was standing and walking around their stimulation was good, but when they were sitting down in a computer chair or driving the pulsing increased to an unbearable level. It was reported that the patient did not have adaptive stimulation enables. It was reviewed with the patient to manually decrease the stimulation when changing positions and to discuss reprogramming at their next appointment on (B)(6) 2017. It was noted that the patient had only been implanted two weeks ago on (B)(6) 2017 and the event occurred that same day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.